Event description:
The report stated that during a laparoscopic colorectal procedure, the surgeon felt it was taking longer than normal to complete the seal cycle and signal and end tone. Upon removing the device from tissue, there was bleeding due to an insufficient seal. The surgeon used another non-ligasure device to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. Additional questions in regard to the incident have also been asked. When the device eval is complete a follow-up report will be submitted.